Manufacturer narrative:
Investigation: the complaint of the catheter displaying poor image was investigated. The returned catheter was inspected and tested. The visual inspection found the most probable cause to be incomplete insertion into the swiftlink connector. It is recommended that the customer use care to ensure the catheter connector is fully engaged into swiftlink before locking down. If the catheter is found to be only partially inserted, recovery is simply achieved by unlocking swiftlink, fully inserting catheter and relocking swiftlink.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was already under sedation and undergoing a left side flutter ablation procedure. The catheter had already been inserted into the patients' anatomy. When the doctor was attempting to go transeptal, it was observed that the system did not recognize the catheter. The catheter was disconnected from the probe and reconnected again but the reported issue was not resolved. The doctor removed the catheter and rebooted the system. Instead of using a new catheter, the doctor opted to use x-ray for the transeptal. There was a delay of 15 minutes for investigating the catheter connection and ultrasound system. There was no loss of data and there was no patient adverse event reported. No additional information was provided.